Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy has been restored and issue has been resolved.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The abbott representative confirmed the issue. The patient reports he did not recharge the ipg for approximately 1-2 months because he did not feel the therapy was relieving his pain at the time. In addition, he recharged weekly or every two weeks before he stopped recharging the ipg. Surgical intervention may be pending to address this issue.